Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations, testing and programming options with the caller. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this system was exhibited a shock impedance measurement greater than 200 ohms. All other lead diagnostics are fine. The caller was inquiring about reprogramming the shock vector. No adverse patient effects were reported.